Manufacturer narrative:
A functional test was completed on the camera head in conjunction with our test on the video processor as well as the monitor. The camera head was engaged with a click when inserted into the video processor indicating camera head was properly connected. The camera head was providing an image which displayed on the monitor. Device was then burned-in for eight hours and was displaying an image throughout the whole burn-in with no issues. The camera head was tested on multiple test video processors with the same results as device was able to provide image. Additionally, the device failed the leak test due to hair line cracks. The cause was not established. No further information was reported.

Event description:
The customer reported to olympus that the device's image does not appear. There was no patient injury reported.

Manufacturer narrative:
Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.